Manufacturer narrative:
Details of complaint: the customer reported that all the central nurse's station (cns's) and remote nurse's station (rns's) were experiencing intermittent comm loss. The customer also reported that the cns devices displayed a "time has changed" error message. No patient harm or injury was reported. Service requested / performed: troubleshooting. Investigation summary: the cause of the communication loss was resolved by removing unused cns clients from the host table. This issue is related to network configuration. There is no evidence of an nk device malfunction. No further issues were reported relating to communication loss. Additional information: b4 date of this report, g3 date received by manufacturer, g6 type of report, h2 if follow-up, what type?, h6 event problem and evaluation codes, h10 additional manufacturer narrative.

Event description:
The customer reported that all the central nurse's station (cns's) and remote nurse's station (rns's) were experiencing intermittent comm loss. The customer also reported that the cns devices displayed a "time has changed" error message.

Manufacturer narrative:
The customer reported that all of their central nurse's station (cns's) and remote nurse's station (rns's) are experiencing intermittent communication loss. The customer also reported that their cns's display a "time has changed" error. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: concomitant medical products: the following device was used in conjunction with the mentioned cns's and rns's: model: a/cgs-9002, s/n: (B)(4).

Event description:
The customer reported that all of their central nurse's station (cns's) and remote nurse's station (rns's) are experiencing intermittent communication loss. The customer also reported that their cns's display a "time has changed" error. No harm or injury was reported.